Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The phenomenon was surmised to be caused by impact from pinched image cable or connector defects. The subject device had no abnormalities as the phenomenon was resolved by exchanging the image cable. Surmised above from the fact that no causes were described in the information. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed the loss of video signal and believes the problem is due to the setting on the cv-190. Tac discovered that the zerowire power connection was likely pinched considering its configuration when the monitor was moved. Adjusting the cable resolved the issue and the equipment was repaired and the software attributes were verified according to OEM. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center has signal loss on the external monitor. Furthermore, the zerowire was disconnected and intermittent failures occurred. There was no patient involvement, no harm or user injury reported due to the event.